Event description:
It was reported that a spectrum pump had an issue of multiple keypad buttons not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'multiple keys not working' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged softkeys and inoperable 4th column 1st and 2nd row softkeys. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.